Manufacturer narrative:
(B)(4). On (B)(6) 2013, the customer confirmed that the product is not available for analysis. No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Mfg controls are in place to detect related issues and reduce the potential for occurrence during the mfg process. Info of this nature has been added to the database for trending purposes.

Event description:
Received medwatch form (B)(4). Customer reported "endotracheal tube had to be repositioned, advanced by anesthesia with the use of a glidescope. Per nurse, it was noted to be "kink". Info in the above referenced report does not confirm if extubation/reintubation of a replacement tube was performed. Report is selected as product problem. No further info has been made available. Covidien has made attempts to gather add'l info surrounding the circumstances of this report.